Manufacturer narrative:
Clinical review: there is a temporal relationship between peritoneal dialysis and the use of the liberty select cycler and liberty cycler set and the patient event of fungal peritonitis with hospitalization and subsequent transition to hemodialysis. However, there is no documentation to show a causal relationship between the adverse event and the use of the cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. The cause of the peritonitis event was not confirmed, however, a breach in aseptic technique is suspected. Possible factors leading to fungal contamination of peritoneal fluid include hygienic failures. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s fungal peritonitis. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that this peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2025 due to fungal peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient initially presented to the emergency room (ER) on (B)(6) 2025 with complaints of abdominal pain. The patient was admitted to the hospital and diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin weekly per vanco trough levels and ip ceftazidime (dose, frequency, and duration not provided). The culture results were not available. The patient was discharged on (B)(6) 2025. The patient¿s abdominal pain worsened and subsequently the patient returned to the ER on (B)(6) 2025. The patient was admitted, and cultures were positive for fungal peritonitis. There was no species available as the hospital documents were not provided to the clinic. The course of treatment during this hospitalization is unknown. The patient had the pd catheter (not a fresenius product) removed. The patient permanently transitioned to hemodialysis (hd). The patient was discharged on (B)(6) 2025 and was transferred to an in-center hd clinic. The suspected cause of the peritonitis event was a breach in aseptic technique. No additional information was available.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that this peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2025 due to fungal peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) including a follow-up email. The patient initially presented to the emergency room (ER) on (B)(6) 2025 with complaints of severe abdominal pain. The patient was admitted to the hospital and diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin weekly per vanco trough levels and ip ceftazidime 2000mg daily (duration not provided). The cultures were negative for growth. The white blood cell (wbc) count was 9963. The segmented neutrophil cells were 88% with lymphocytes 8, monocytes/macrophages 4. The patient was discharged on (B)(6) 2025. The patient¿s abdominal pain worsened and subsequently the patient returned to the emergency room on (B)(6) 2025. The patient was admitted. Cultures obtained (B)(6) 2025 were positive for candida lipolytica, fungal peritonitis. The wbc count was 931 with 72% segmented neutrophil cells, lymphocytes 14, monocytes 12, and eosinophils 2. The patient had the pd catheter (not a fresenius product) removed on (B)(6) 2025. The patient permanently transitioned to hemodialysis (hd). The patient was discharged on (B)(6) 2025 and was transferred to an in-center hd clinic. The suspected cause of the peritonitis event was a breach in aseptic technique. No additional information was available.

Manufacturer narrative:
Correction: a.4., b.1., b.5., and b.6.

Event description:
It was reported that this peritoneal dialysis (pd) patient was hospitalized on (B)(6)2025 due to fungal peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) including a follow-up email. The patient initially presented to the emergency room (ER) on (B)(6)2025 with complaints of severe abdominal pain. The patient was admitted to the hospital and diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin weekly per vanco trough levels and ip ceftazidime 2000mg daily (duration not provided). The cultures were negative for growth. The white blood cell (wbc) count was 9963. The segmented neutrophil cells were 88% with lymphocytes 8, monocytes/macrophages 4. The patient was discharged on (B)(6)2025. The patient¿s abdominal pain worsened and subsequently the patient returned to the ER on (B)(6)2025. The patient was admitted. Cultures obtained (B)(6)2025 were positive for candida lipolytica, fungal peritonitis. The wbc count was 931 with 72% segmented neutrophil cells, lymphocytes 14, monocytes 12, and eosinophils 2. The patient had the pd catheter (not a fresenius product) removed on (B)(6)2025. The patient permanently transitioned to hemodialysis (hd). The patient was discharged on (B)(6)2025 and was transferred to an in-center hd clinic. The suspected cause of the peritonitis event was a breach in aseptic technique. No additional information was available.